Event description:
During a routine visit to the clinic, 3 different short circuits were found, which led to 6 electrode channels being turned off. The electrode channels involved in the short circuits were 9 and 10, and also between channels 3 and 6 and between 7, 11 and 12.

Manufacturer narrative:
The device has not been explanted. If it should be explant, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.